Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). During the (B)(6) 2014 pump refill, the erv was 3.6cc and the arv was 7cc. The patient had sore leg muscles and difficulty rising to a standing position; therefore, one week later they decreased the daily dose from 100ug/day to 95ug/day. After that, the patient then stated she was fatigued, sleepy and had increased spasticity with her arms and hands. Then during the pump refill on (B)(6) 2015 the erv was 3.7 to 3.8cc, and the arv was 7cc. This primary lateral sclerosis patient had been gradually worsening clinically over the entire year per the reporter. They did a therapeutic single bolus dose for the patient between (B)(6) 2014, and she responded accordingly. In early (B)(6) 2015, they interrogated the pump to confirm everything was okay, and tried increasing the daily dose, but the patient did not want the dose increased. The patient believed there was something wrong with the pump. The event logs were reportedly normal. The pump system was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted the hcp was "not worried" because the patient was getting effective therapy. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had a pump refill on (B)(6) 2015, and the refill went as expected. The indicated residual reservoir volume was 2.1 ml, and that was exactly what the hcp removed from the pump. Interrogation of the pump logs showed nothing out of the ordinary; no alarms, and no motor stalls. The hcp believed that there may have been a positional kink in the catheter, and felt that the kink in the catheter seems to have resolved itself. The hcp planned on monitoring her residual volumes closely going forward.

Event description:
Additional information received reported that between (B)(6) and (B)(6), the pump segment length on her catheter had changed, but later confirmed that she had not had surgery. In (B)(6) 2014, the erv was 2 ml, and the arv was 10 ml. In (B)(6) 2015, the erv was 3 ml and the arv was 7 ml. The patient was concerned that she was being deprived of medication and therefore, would not let the hcp to increase the dose to troubleshoot further. Again no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).